Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, the user was unable to issue medication because the cubie failed to open. The customer reported that the drawer opened successfully; however, the cubie lid did not open, and a buzzing sound was heard when the Retry button was selected. Testing performed in the Tester application confirmed that the cubie lid failed to open, although the customer verified that the cubie release mechanism activated as expected.The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: Unique Device Identifier (UDI) not available.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 31-MAR-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the device had a cubie failed to open error. A technical support specialist (TSS) found the customer did not have administrative privileges and no failed drawers were identified in the Populate Buttons screen. During testing, the TSS witnessed the customer attempt to issue an item from bin 07 00 and observed a message indicating the cubie failed to open. The customer confirmed that the drawer had opened, but the cubie lid did not open, and a buzzing sound was heard when selecting the Retry option. Further testing in the Tester application confirmed the cubie lid failed to open despite the release mechanism actuating as expected. The customer was advised to contact the pharmacy regarding the faulty cubie for restocking purposes and authorized closure of the case. The system functioned as intended after the technical support specialist investigated the device.